Manufacturer narrative:
A review of c112 was performed and there was one non-conformance associated with this lot. The nc is not related to this event type. The lot met release requirements. At the time of this investigation, no trends were observed for this event type. There are currently two CAPA's opened - (B)(4) - to investigate pressure dome membrane leak. Complaints of this nature are monitored through tracking and trending. If a trend is detected, further investigation will be conducted through the CAPA/continuous improvement process. The actual product was not returned. An investigation is currently being conducted on photographic images and the smart card report submitted by the customer. A supplemental report will be submitted when the investigation is complete. (B)(4).

Event description:
Customer called and reported a system pressure dome leak after ended treatment, when releasing the kit. The treatment was performed without problems and alarms. On checking the kit, customer found a fissure at the system pressure dome. Patient was in stable condition. Customer provided photos of evaluation.